Manufacturer narrative:
Product evaluation: the reported event of a leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. The maximum introducer instructions for use (IFU) states that damage to the valve assembly may occur if inner catheter is withdrawn rapidly.

Event description:
When using the 8f maximum hemostasis introducer the hemodynamic valve was leaky. A non-abbott device was used to complete the procedure. Patient's information (e.g. Age, weight, gender, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.